Manufacturer narrative:
The device was not returned to zoll medical corporation; the suspect multi-function cable was removed and returned. The customer confirmed that replacing the multi-function cable resolved the malfunction; however, testing of the cable was unable to duplicate the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.